Event description:
It was reported by the pt's attorney that as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgeries.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported problem. The instructions for use which accompanies each device states: "pelvisoft biomesh should be stored at room temperature. Store unopened grafts at 2 degrees c - 38 degrees c (36-100 degrees f), and away from direct heat source. The expiration date for the pelvisoft biomesh is recorded on the shipping sleeve and the inner pouch label. The dispensing service or end user must maintain the tissue under appropriate storage conditions. Do not use the tissue past the date of expiration indicated on the shipping sleeve. Each implant has been sterilized by gamma irradiation and should not be resterilized, nor exposed to ethylene oxide or steam. Pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the closed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. When handling pelvisoft biomesh use sterile gloves or sterile, non-toothed forceps to remove the tissue from the dish." (B)(4).